Event description:
Medtronic received information that this bioprosthetic valve was implanted in the patient 5 days after the expiration date. The valve remains implanted in the patient. No adverse patient effects have been reported. No other information is available.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic's IFU for this product states: appropriate inventory control should be maintained so that bioprostheses with earlier use by dates are preferentially implanted and expiration is avoided. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.